Event description:
Patients generator was explanted. The explanted product has not been received by the manufacturer to date.

Event description:
It was reported that the patient has been having an increase in seizures. The physician noted that the vns is nearing the need for replacement as it has helped the patients seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.